Event description:
It was reported that the collar on handle of the soft tissue retractor broke. All pieces were retrieved.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found the mfg investigation revealed the nut is broken. The visual inspection shows that a piece of the tightening nut is broken away. We suppose that the device got damaged during an overload situation, hence the nut was tightened too much. The fracture area is homogenous which indicates material conformity. It is concluded there is no mfg related fault.